Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insulin syringe with the bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported needle hub assemble stuck within shield on 2 syringe. Has 1 to send back with mailing kit. Occd date (B)(6) 2020. Lot # 92946114c, catalog#328468.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the hub assembly is stuck within the shield. The returned syringe was tested and the hub-needle/shield assembly separated from the barrel when attempting to remove the shield. A review of the device history record was completed for batch# 9294614. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852357] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 2 bd insulin syringe with the bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported needle hub assemble stuck within shield on 2 syringe. Has 1 to send back with mailing kit. Occd date 09/14/2020. Lot # 92946114c. Catalog#3284680